Event description:
It was reported that entrapment and shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. The catheter was shaking and fractured, and the guidewire was tangled. The device was removed and the procedure completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window detached near the lapjoint section and kinks along the catheter body. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.

Event description:
It was reported that entrapment and shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. The catheter was shaking and fractured, and the guidewire was tangled. The device was removed and the procedure completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.